Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. As received, a complete lead was returned in one piece with helix retracted and clogged blood and tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that the patient presented in clinic for right ventricular (rv) lead implant. During procedure, it was found that the rv lead exhibited failure to capture and sense. The rv lead was not implanted, and another was implanted on (B)(6) 2025. The patient was discharged under stable condition.